Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg continuously shuts off and is unable to communicate with it. Her programmer shows a communication error and the charger shows a slow flashing yellow light. No falls or injuries have been reported. An sjm rep met with the pt and confirmed the issue. X-rays were ordered and is pending surgical intervention to address the issue.